Event description:
Pt underwent right total knee arthroplasty during 7/96 for treatment of rheumatoid arthritis with endstage degenerative joint disease. He was doing well unitl a few weeks postoperatively when he began to develop recurrent varus deformity of the knee and pain. He had decreased range of motion. Radiographic taken in physician's office revealed subsidence of the tibial component. The medial portion of the implant appeared to have "sunk down into the bone". Intraoperatively, it was noted that the tibial component had subsided about five or six millimeters. The tibial component was removed and replaced. Removed components were the tibial baseplate, tibial stem, tibial insert, and spacer. Underneath the medial side, the bone was found to be very soft. Acute inflammation was present, but there was no infection.